Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.1, lab: 2.55. Patient's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.